Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl. Customer consumed carbohydrates to address low bg. Reportedly, the customer delivered the intended amount of insulin, but it ended up being too much insulin causing the low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.